Event description:
The nurse was weaning the patient off of one vasopressor while increasing a different vasopressor. However, the patient's blood pressure was still low. The nurse looked at the fluid chamber on the infusion tubing and noticed that no medication was being pulled from IV bag. All infusion lines were checked, and the IV tubing was switched to a different pump module, and it was still not dripping appropriately from the bag. Once the tubing was changed, the patient's blood pressure increased appropriately.